Manufacturer narrative:
The subject product was returned for evaluation. Visual evaluation identified a battery leak. This resulted in the formation of a white substance on the device housing and battery contacts. The battery appeared to have ruptured. How the battery ruptured cannot be determined at this time. If additional information becomes available, a supplemental MDR will be sent.

Event description:
It was reported that the hydrosurg irrigator was noted to be leaking during set up. This was discovered prior to being used on the patient.